Manufacturer narrative:
Continuation of medical devices: information references the main component of the system. Other relevant device(s) are: product ID: etlw1616c124ej, serial/lot #: (B)(4), ubd: 17-jul-2020, UDI#: (B)(4); product ID: etlw1616c124ej, serial/lot #: (B)(4), ubd: 17-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of a 51.7mm diameter abdominal aortic aneurysm. It was noted that the patient had severely angulated proximal neck. It was reported that after the procedure, the patients vitals sharply declined and they were transferred to the ICU. It was reported that the patient experienced a temporary cardiopulmonary arrest. An emergency thoracotomy was performed and it was observed that a cardiac tamponade had developed due to a retrograde type a <(>&<)> b aortic dissection. Thoracic cavity drainage was additionally performed with the event resolved with the completion of intervention. Per the physician, the cause of the event could not be determined. No additional clinical sequalae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.